Event description:
It was reported that the system 9800 sounded louder than normal. The system locked up on the initial attempt to start but worked without further incident on the reboot. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated but the 5 vdc supply was found to be 4.8 and may have contributed to the lock up. Further investigation found that the tube cooling fan was not spinning. Found open fuse supplying fan on power distribution board. Replaced fuse. The system was tested and found to be working as intended and placed back into service.